Event description:
It was reported to philips that the system would not power on. System was not in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the system remotely and confirmed that the system would not power on. Upon troubleshooting, the philips remote service engineer (rse) checked system remotely and instructed customer to check incoming power breakers. The customer checked the system and found that breaker in emergency off panel for ups was tripped. To resolve the issue, the customer reset the breaker and performed all the functional tests. After repairs the device returned to good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.